Event description:
A peritoneal dialysis nurse reports that when removing the cassette from the machine following the pt's treatment, fluid was noted to be coming out of the machine. There is no report of pt ill effect. The sample is available for evaluation.